Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-aug-2024. The investigation details: a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, the photo does not provide sufficient information related to the issues reported by the customer, and therefore, no results can be obtained from it. The customer complaint was not confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, magnetic sensor functionality, electrical test, and outer dimensional of the returned device were performed following bwi procedures. Visual analysis revealed that a damage on the spline b, four rings damage, two were observed lifted on the same spline. The device was connected to the carto 3 system, and was not visualized the spline b; however, no error was displayed on the screen. An electrical test was performed, and the spline mentioned cannot be visualized and the rings of the spline damaged were open circuit from the cut to the tip. A dimensional outer was performed, and all dimensional values were within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint regarding spline damage was confirmed; however, the root cause of the spline damage observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure. The instruction for use (IFU) in the product states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Do not use pentaray catheters in patients with prosthetic valves. The root cause of the adverse event remains unknown. The instructions for use contain the following recommendation in carto 3 system: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. Improperly positioned patches may increase the chances of a virtual magnetic reference move unrelated to patient movement. This could also result in inaccurate catheter visualization. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: no problem detected (d14) were selected as related to the photo provided. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿visualization¿ and ¿signal distortion¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿resistance¿ and ¿spline damaged¿ issues. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) and electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿visualization¿ and ¿signal distortion¿. Manufactured reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified rings damaged and lifted. Difficulty getting past the vizigo introducer valve with the pentaray nav catheter. Feeling of friction of the catheter body within the introducer. When the catheter was displayed on the carto screen, only 4 of 5 splines are displayed. The catheter was initially removed. At the second attempt, it was not possible to pass the valve. No adverse event reported. In addition, at the end of the procedure, removed the vizigo introducer and a plastic thread (likely nylon) was detected that departed from the inside of the vizigo to enter the patient via femoral access. The thread was pulled and removed without consequences for the patient. Additional information was received. The physician did feel resistance while introducing or retracting the catheter from the sheath. The physician struggled a lot to insert the pentaray nav catheter the first time, but by forcing it, he managed to insert it. However, once in the atrium, we noticed that one of the splines was damaged. It was not visible on the map and the signals from both electrodes were heavily distorted. We performed the procedure without any other issues. In particular, inserting the smarttouch into the vizigo was problem-free. However, when attempting to reinsert the pentaray nav catheter for the final mapping, the physician could not insert the catheter even with considerable force. At the end of the procedure, upon removing the vizigo, he noticed the wire inside it. Photo¿s provided. The resistance (vizigo sheath; pentaray nav), visualization (pentaray nav), signal distortion (pentaray nav), spline damaged (pentaray nav) issues were assessed as not MDR reportable. The plastic thread (likely nylon) that departed from the inside of the vizigo was assessed as MDR reportable under the vizigo sheath reported under manufacturer report number 2029046-2024-02328. The biosense webster, inc. Product analysis lab received the pentaray nav catheter for evaluation and per the evaluation completion on 20-aug-2024, observed damage on the spline b, four rings damaged, two were observed lifted on the same spline. The spline damage event was originally considered non-reportable, however, bwi became aware of the rings damaged and lifted on 20-aug-2024 and have assessed this returned condition as reportable.